Event description:
It was reported during a permanent implant procedure, the pt experienced a flatlined cardiac event. The case was aborted and will be attempted at a later date. No product was implanted. The pt was stabilized and remained in the hospital for observation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.